Event description:
(B)(6) is in facility and states the hanger on this patient lift has a crack in it. No injury report. Referred to dealer whose name was on the lift. No serial number visible per (B)(6). No additional information available.